Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient stated that his cgm was reading ¿high¿, but no specific value was reported. No bg meter reading was taken. The patient self-treated the ¿high¿ cgm value with insulin. However, at an unspecified time after giving himself insulin, the patient was on the phone with his wife and felt very confused, shaky, and sweaty. The patient¿s wife called 911. The patient eventually lost consciousness. Once ems arrived, the patient¿s bg meter reading was reported to be ¿low¿, but no specific value was reported. It was also reported that it was ¿very inaccurate¿ compared to his cgm reading. Ems transported the patient to the ER, where he was treated with glucose tablets. The patient was discharged home after three days. The patient was in stable condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.